Event description:
A falsely elevated troponin I result of 1.53 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was retested and a result of 0.35 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carryover from r1 drain.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carryover from the r1 drain. The customer cleaned the drain. The instrument is performing within specifications.